Event description:
A malfunction was reported on the pump. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer was instructed to return the faulty pump using a prepaid label, putting it into storage mode beforehand. The customer acknowledged and understood the steps necessary for receiving and returning the pump.